Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release.

Event description:
The manufacturer was informed of a failure to implant a pvf-l. Reportedly, the valve was implanted but central ai and pvl was noted when the patient went off pump. Therefore, the prosthesis was explanted and replaced with a different valve. Based on the further information received, the valve was implanted through full sternotomy, the valve was replaced with inspiris 23, concomitant procedure was avr and mvr. Reportedly, there was no impact on the patient and patient remained stable through the prolongation of the surgery.